Manufacturer narrative:
Update: devices returned, evaluation: examination of returned used device item hps-hb11 confirms the reported problem and found 5.5mm bur tip broken off from the inner sleeve. The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the hps-hb11, 5.5mm hps prebent spherical bur, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿hps-hb11s, the ball of the burr broke in the patient during hip arthroscopy. The surgeon had to use a c-arm and a grasper to retrieve the broken piece. With lot #1349722, the burr completely stopped when it touched bone, and with more pressure, the ball of the burr broke." There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with an unknown amount of delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the hps-hb11, 5.5mm hps prebent spherical bur, was being used during an unknown procedure on 27nov23 when it was reported, ¿hps-hb11s, the ball of the burr broke in the patient during hip arthroscopy. The surgeon had to use a c-arm and a grasper to retrieve the broken piece. With lot #1349722, the burr completely stopped when it touched bone, and with more pressure, the ball of the burr broke.". There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with an unknown amount of delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of five (5) devices for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following: do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the hps-hb11, 5.5mm hps prebent spherical bur, was being used during an unknown procedure on (B)(6) 2023 when it was reported, "hps-hb11s, the ball of the burr broke in the patient during hip arthroscopy. The surgeon had to use a c-arm and a grasper to retrieve the broken piece. With lot #1349722, the burr completely stopped when it touched bone, and with more pressure, the ball of the burr broke". There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with an unknown amount of delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.